Manufacturer narrative:
H3: the pipeline flex shield was returned stuck within the xt-27 catheter. The distal and proximal dps restraints were found to be I ntact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. Bends were found at 21.0cm to 34.0cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 15.0cm to 23.0cm from the distal tip. No flash or voids molded were observed in the hub. The pipeline flex shield could not be pushed forward or removed. For further examination, the xt-27 catheter was cut to remove the pipeline flex shield delivery system. The catheter was flushed with water and found patient. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. The xt-27 catheter appeared to be compatible for use with the pipeline flex shield as it has a labeled inner of 0.027". No other anomalies were observed. Based on the returned devices, the pipeline flex shield and xt-27 catheter were confirmed to have ¿resistance during delivery¿ and ¿ catheter resistance¿ issues as the returned pipeline flex shield was found stuck inside the xt-27 catheter. Regarding to the "failure to open", the customer complaint could not be confirmed as the distal and proximal ends of pipeline flex shield braid were fully opened and frayed. The damage to the braid on the ends of the pipeline flex shield braid is likely the results of the physician re-sheathing the device more than recommended two times. From the damages seen on the catheter (accordioning), pusher (bending), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex shield through the xt-27 catheter against the resistance. However, the root cause could not be determined. Possible causes of the resistance during delivery include patient's vessel tortuosity and lack of continuous flush with heparinized saline during procedure. There was no non-conformance to specifications identified that led to the resistance issue. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Adv ancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3: PMA # p100018.s026 was omitted from previous report in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the xt 27 was navigated to the distal m1 the pipeline stent was attempted to be deployed in this segment, but after 5 mm was deployed, the distal end of the stent failed to open. The stent was re-sheathed and deployed again. When the distal marker was aligned with the marker of the microcatheter, the doctor could not advance the pushwire or unsheath the microcatheter even with more pushing. The pipeline and microcatheter were removed, and replacement products were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results showed good results. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the left internal carotid artery (ica) with a max diameter of 4.08 mm and a 4.08 mm neck diameter. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was not tested: plavix and aspirinused as protocol. Ancillary devices include a neuron max guide catheter, excelsior 27 microcatheter, navien 5f, transcend guidewire.